Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. Review of the devices downloaded error log an error code related to the oxygen blending module was observed. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. Review of the devices downloaded error log an error code related to the oxygen blending module was observed. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blender board needs to be replaced to address the issue. Since the service life of the device will end on september 25, 2025, repair was not performed due to the lease being up. The device will be scrapped after the lease-up processing. The faulty oxygen blender board will be removed from the device and sent to pil.